Manufacturer narrative:
Additional/changed and/or corrected data : d.9.,g.1, h.3., h.6. Device evaluation: visual analysis of the returned device identified fold creases, a wear abrasion, three curved openings on the anterior, white particles in the shell, and black particles in the fill channel. A leak test and microscopic analysis was performed which identified a sharp opening on the anterior and two striated openings on the anterior. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.